Event description:
It was reported to medtronic minimed that the customer reported a difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product mmt-7040a. Troubleshooting was performed and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The blood glucose value was 150 mg/dl and the sensor glucose value was 350 mg/dl and the difference was greater than 30%. The difference in value between sensor glucose and blood glucose was 200 mg/dl, which was not within range. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our received of the one returned used partial sensor (needle did not return) and performed visual inspection and found sensor electrode missing. Placed sensor under microscope and found sensor electrode broken in half, missing broken part. Unable to perform functional testing due to broken sensor electrode. In summary, the customer complaint of sensor glucose vs. Blood glucose could not be confirmed due to broken sensor electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.